Event description:
C-pap would not turn on. Took it to (B)(4) (our supplier for equipment) they said unit was unrepairable. We called to let recall know we needed a machine asap, still no help. Insurance says it has not been long enough to issue a new machine. Broken for months, and no replacement has been issued. FDA safety report ID# (B)(4).